Event description:
A caller reported a malfunction on the insulin pump while undergoing radiation treatments, although the pump was not near them during the procedures. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, suggesting it remained within a safe range. Technical support resolved the issue by arranging for a replacement pump to be sent to the customer, who would use multiple daily injections (mdi) as backup insulin therapy. The customer was instructed on how to store and return the malfunctioning pump and understood the steps required for setting up the replacement, including the availability of training through their tandem source account.